Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. Microscopic examination revealed that the balloon has a 2.5mm circumferential tear 13.9cm from the proximal markerband. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery utilizing ipsilateral approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery and another stenosis was also present in a vessel below the knee (btk). After a non-bsc guide wire crossed the lesion, a 6.0mmx220mmx150cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and dilatation was performed with a 6mm non-bsc balloon catheter and another 6.0mmx220mmx150cm (4f) sterling¿ balloon catheter. Subsequently, another non-bsc balloon catheter was used to dilate the btk stenosis and the procedure was completed. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery utilizing ipsilateral approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery and another stenosis was also present in a vessel below the knee (btk). After a non-bsc guide wire crossed the lesion, a 6.0mmx220mmx150cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and dilatation was performed with a 6mm non-bsc balloon catheter and another 6.0mmx220mmx150cm (4f) sterling¿ balloon catheter. Subsequently, another non-bsc balloon catheter was used to dilate the btk stenosis and the procedure was completed. No patient complications nor injuries were reported.